Event description:
It was reported that the wake button became detached from the pump. Reportedly, the customer is still able to operate the pump. There was no reported impact to customer's blood glucose level. Customer stated that they will continue to use the pump for insulin therapy.